Event description:
It was reported that the patient experienced hypoglycemia while using the ilet, with cgm readings of 65, 64, and 71 mg/dl trending upward, and the caregiver was advised that the system would suspend insulin at the low threshold and to use oral carbohydrates as needed. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included use of oral glucose. Investigation included a review of device performance through customer interview and technical support troubleshooting and education. Investigation of this case revealed that the device behaved as designed by suspending insulin delivery in response to low glucose, with no device malfunction identified. It was concluded that the event was related to hypoglycemia of unclear cause without device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.